Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. They were unable to verify the button error alarm and scrolling numbers display anomaly due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's dad reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose is 361 mg/dl. Caller stated that the numbers are ramping and the buttons are not responding. Caller stated that now the pump is stating button error. Customer treated with a manual injection. Caller stated that the customer was by the pool yesterday. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.